Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) suggested sending a request to have data from this device analyzed and discussed options for pacing support. Ts also recommended device replacement. At this time, this pacemaker remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.